Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals from myopotentials oversensing leading into one inappropriate shock. The patient reported lying down at the time of the shock. Technical services (ts) recommended to recreate with postural changes, isometrics and device manipulation. Subsequently, the device was reprogrammed. This electrode remains in service. No adverse patient effects were reported.